Manufacturer narrative:
The investigation for the reported minor bleed and difficulty of insertion of introducer has been completed. No product was returned for review. The root cause of the difficulty of insertion of introducer was most likely patient condition related since pump was unable to pass through vasculature and met resistance at femoral artery. The root cause of the minor bleed cannot be determined since insufficient clinical details were provided

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported they were unable to get the impella to pass all the way through the sheath. Attempted to place the long sheath without success. The team decided to abort the case and get vascular involved to proceed with the case at a different time